Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Although there were questions by the clinic as to whether the peritonitis event could have been caused by the products used by the patient, the clinic did not allege that the products were contaminated. They were unable to confirm the cause of the patient¿s peritonitis event. The patient did not report any leak, defect, foreign matter, or discoloration on any products. The patient properly stored all supplies in the home and did not expose the supplies to any conditions where bacterial growth could occur. The lot numbers of the products were not supplied. The patient¿s culture was positive for serratia (no species provided), a gram-negative, rod-shaped, facultative anaerobic bacterium which belongs to the enterobacteriaceae family. It is commonly found in water and soil. Even though the patient reportedly follows protocol for aseptic technique, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Although the cause of the peritonitis was not determined, based on the available information and no evidence of malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that several patients in a peritoneal dialysis (pd) clinic were diagnosed with peritonitis over a short period of time. The clinic was inquiring if other clinics had an uptick in infection rates as these patients were known to be compliant with aseptic technique procedures. It was reported that this pd patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain and cloudy pd fluid. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient¿s white blood cell (wbc) count was 3,882 with 65% pmn cells. The patient¿s culture was positive for serratia (no species provided). The patient started antibiotic therapy with intraperitoneal (ip) cefepime 1g daily for 3 weeks. The patient was discharged on (B)(6) 2025. The patient¿s peritonitis resolved. The cause of the peritonitis has not been determined. The patient had a recent peritonitis event from 03/nov/2025 with enterococcus faecalis that had resolved.